Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported during the procedure that when the physician attempted to connect the rv (right ventricular) pacing/sensing lead into the ICD that the setscrew would not properly secure the lead into place. Another ICD was implanted to complete the case and there were no patient complications reported as a result of this issue.